Event description:
On (B)(6) 2013, the reporter stated that catheter broken at 4th day of usage when withdrawing the catheter. On an unk date, the broken piece of catheter was surgically removed.

Manufacturer narrative:
No product return is anticipated. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.